Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. An extended investigation has been conducted which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation addresses the customer¿s complaint in this case and did not identify any trend or potential root cause that would indicate that the product is not meeting specifications. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported not being unable to test due to the adc blood glucose meter not powering on with a button press or test strip insertion. As a result, the customer experienced a loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional who administered insulin injection as treatment. There was no report of death or permanent impairment associated with this event.